Event description:
The pt was undergoing a right arm dialysis fistulogram with angioplasty for fistula stenosis. An abbott for plus 9 x 60 catheter was advanced and inflated at the stenosis. At 8 atmospheres the balloon was seen to have ruptured, leaving behind large residual fragments. All the balloon fragments were not able to be retrieved via the c-arm puncture requiring the pt to have an additional puncture to the right groin. The balloon fragments were successfully retrieved.